Event description:
The customer reported that the system displayed a filament regulator failure error message. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The batteries and the generator were checked, and a filament calibration was performed during the service call. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.